Event description:
It was reported that the patient presented to the hospital for a procedure. During the procedure, it was noted that the right atrial (ra) lead had high capture threshold measurements. The lead was capped and replaced on 14 dec 2023. The patient was stable throughout the procedure.